Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k090140, k112119 or k121057. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2016". Additional information received on 17oct2017: patient received an implant on (B)(6) 2016 via the right common femoral vein due to pulmonary embolism and unable to anticoagulate. Patient experiences chronic thrombosis formed on the filter tip. Patient is alleging post implant pe and other clots due to the device. Device successful retrieved on (B)(6) 2017. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Corrected data based on new information received: outcomes to adverse event: <none> to life threatening, malfunction to serious injury. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'chronic thrombosis formed on the filter tip, post implant pe and other clots'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.